Event description:
The ge oec 9800 fluoroscopy sys was reported to have the monitors blank out during cases. Additionally, the x-ray indicator light cover was reported as missing and the printer would not advance the paper to print.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found no sys malfunctions. The sys sleep timer was changed by a user to 4 minutes which caused the monitors to go blank during idle time. Monitor sleep mode was changed to a more suitable time of 40 minutes. The x-ray indicator light that was torn off by the customer was replaced, and the printer that was damaged by the customer was also replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.